Event description:
An Impella CP device was inserted via the right femoral artery in a 66 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Information obtained from the patient's flowchart. No additional patient history was reported.While on support, the patient experienced several episodes of ventricular tachycardia (VT), requiring multiple defibrillation shocks. No cardiopulmonary resuscitation was performed. The patient was treated with amiodarone and lidocaine infusions. Evaluation by echocardiography demonstrated that the Impella device was positioned deep within the left ventricle. The provider considered that the deep position as a potential contributing factor an the decision was made to reposition the Impella. No patient movement was reported. Additional contributing factors reported included the patient's neurologic overload and incomplete revascularization of the cardiac disease. Following repositioning, support was continued with no additional adverse events reported. It was reported the following day extracorporeal membrane oxygenation was added as a secondary mechanical circulatory support device. ECMO is the primary hemodynamic support device with the Impella being utilized for left ventricular venting. Two days after the adverse event the patient was successfully escalated to an Impella 5.5 with no further adverse events reported.While on support, the Impella CP device operated at performance level 7 with expected flows of 3.0 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. This information was obtained via the flowchart.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.